Event description:
It was reported that the pump touch screen was frozen and unresponsive. Customer¿s blood glucose level was not impacted. A pump reset was performed and issue was resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.